Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, during microscopic inspection of the returned sample. The assignable cause was determined to be a ruptured bladder. Should any additional information be made available, a follow-up MDR will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to a baxter representative of an intermate that was alleged to have leaked while being filled with an unknown solution. The solution was reported to have filled into the housing instead of the bladder. There was no reported observation of a leak emanating from the bladder. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.